Manufacturer narrative:
Leading components: nl470 - univation f meniscal comp.t1 rm/lm 7mm - 52342314; no186z - as univation xf femur cemented f2 lm - 52349056. Involved components: no162z - as univation xf tibia cemented t1 lm - 51981147. General information: we received a complaint regarding a nl470 -> univation f meniscal comp.t1 rm/lm 7mm and a no186z -> as univation xf femur cemented f2 lm from (B)(6) germany. In the meantime the complained devices are available for investigation. Investigation: preliminary assessment from the product management and the biomechanical department, based on the provided pictures: the discoloration of the as coating could be oxidation (the discoloration is typical for oxidation). The meniscal component is aged independently from the other components: gliding surface absorbs environment liquid from the patient, this lead to the discoloration. As mentioned under point general information: in the meantime the complained products are available for investigation. The components were examined visually and microscopically with the digital microscope vhx-5000 keyence eq.-nr. 2000024840 and the digital-camera "panasonic dmc tz8". The complained devices were inspected together with a specialist from the product management: the femoral component shows visible discoloration at the gliding surface. The gliding surface of the meniscal component shows almost no color change in contrast to the provided figure. Result: the mentioned discoloration is no abrasion of the coated surface. Rather it is a result of oxidation. The as multilayer coating can undergo changes to the surface color. Such changes in color have no effect on the function or properties of the coating. This is also mentioned in the IFU. In conclusion can be noted that the preliminary assessment has been confirmed. Batch history review: the device quality and manufacturing history records have been checked for all available. Lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation there is no product failure. Rationale: there is no indication for a material defect or manufacturing failure. The mentioned situation is no failure in the proper meaning investigation. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2020-00154 ((B)(4)- nl470) 9610612-2020-00158 ((B)(4)- no186z) involved components: no162zas - univation xf tibia cemented t1 lm - batch 51981147

Manufacturer narrative:
Upon review of the investigation an additional component was added and reported. Leading components: nl470 - univation f meniscal comp.t1 rm/lm 7mm - 52342314. No186z - as univation xf femur cemented f2 lm - 52349056. Involved components: no162z - as univation xf tibia cemented t1 lm - 51981147. Investigation results: up to date of this report, the complained devices are not available for investigation. The following information was provided: 1y po rev. - abraded coating was found. Revision was performed after about 12 months due to lateral arthrosis. According to the surgeon's statement, the as coating has worn off in the area of the loading zones. This would now be clearly visible in the pe inlay. The user provided several figures to us. The discoloration of the as coating according to the provided figures could be oxidation (the discoloration is typical for oxidation). The meniscal component is aged independently from the other components -> gliding surface absorbs environment liquid from the patient, this lead to the discoloration. The device quality and manufacturing history records have been checked for all available lot numbers (52342314, 52349056 and 51981147) and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Based on the information available it is not possible to determine a definitive root cause for the situation. The mentioned situation is probably not product related. It could be possible that the discoloration (meniscal component) is patient related. On the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the basis of the device history records. The mentioned situation is no failure in the proper meaning. Due to the circumstances that it is not possible to determine a definitive root cause for this failure the risk analysis is not applicable. A CAPA is not necessary.

Event description:
It was reported that there was an issue with product as univation xf femur cemented f2 lm. According to complaint description it was reported that a revision surgery was performed after about 12 months due to lateral arthrosis. According to the surgeon's statement, the as coating has worn off in the area of the loading zones. This would now be clearly visible in the pe inlay. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00154 (B)(4) - nl470). (B)(4). Involved components: no162zas - univation xf tibia cemented t1 lm - batch 51981147.